Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator's exhalation valve drive line broken. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator's exhalation valve drive line broken. There was no harm or injury reported. The ventilator was evaluated by the third-party service center and the customer¿s complaint was confirmed. The device has also failed a test for system fail verification for which pressure had dropped over 10s. The unit was cleaned and repaired. The device passed all the tests.